Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and clonidine via an implantable pump for spinal pain. The doses and concentrations were unknown. It was reported that the healthcare provider (hcp) told the patient morphine was in the pump, but ¿90% of the time it wasn¿t in the pump.¿ it was reported that when the patient was first introduced to the pain pump, he had fentanyl and bupivacaine, and that was working so well. About 4 months ago (from (B)(6) 2017), the healthcare provider (hcp) took everything out of the pump and loaded the pump up with morphine. The patient was not sure why the hcp decided to change the medication. It was reported that the patient was not getting better. The patient was losing more feeling and it was going up his body, in his hands. The patient really couldn¿t think and was very confused. The patient was allergic to morphine, but his hcp told him morphine was in the pump. It was reported that the patient had fallen twice within the last two weeks (from (B)(6) 2017). The patient fainted once and fell in the locker room on either (B)(6) 2017. The patient thought their first fall was on (B)(6) 2017. The patient could not concentrate and spent 23 hours in bed per day. The patient felt he needed the right medication in his pump, and he would be up. The patient¿s hcp gave him oral narcotics, but the patient hated taking them. The patient was loading himself up with advil and was bleeding a lot. If the patient took even half of the oral norco, he could not function. The patient took 1 full oral norco and had the homehealth aid take him in to show what was the outcome of how it made him feel. It was later reported that the patient was under a hcp¿s care. The patient was ¿doped up¿ and could only lay on their right side. They were in so much pain. The patient could not get out of bed because he was ¿so disabled.¿ the patient threw up [because] he was in so much pain. It drastically increased since bupivacaine and fentanyl were removed. There were no further complications reported. Additional information was received from a consumer on (B)(6) 2017 regarding a patient reportedly receiving intrathecal fentanyl 2000 mcg/ml and bupivacaine 5.0 mg/ml. The doses were unknown. However, conflicting information was received noting that the healthcare provider (hcp) told the patient they had morphine in the pump the whole time. It was reported the patient¿s primary care physician (pcp) called emergency medical services (ems) on (B)(6) 2017 and sent the patient to the emergency room (ER). This was the 4th time/night the patient had been in the ER within the last 7-9 days. The patient was sent to the ER because the hcp was concerned about the level of medication the patient had running into his pump being much less than what the patient had when being treated by their previous hcp. The patient¿s previous hcp had them up at ¿concentration 2000 mcg/ml or whatever.¿ the dose was unknown. 4-5 days ago (from (B)(6) 2017), the patient told the pcp and ER that they were concerned that their pump was ¿protruding through their tummy¿. It was later clarified ¿not through, but it had definitely made a drastic maneuver and was painful now when he turned certain ways. Within the las t 5 days (from (B)(6) 2017), the pump was protruding out, and the hcp did not palpate it. Within last two weeks (from (B)(6) 2017), the patient mentioned when they were in the hcp¿s office at their last visit that it ¿hurt them to keep silent.¿ the hcp told the patient that was normal. The hcp terminated the patient (within the last two weeks from (B)(6) 2017). The hcp discharged the patient for ¿cutting into them¿ and the patient reportedly was not doing that. It was noted that in october 2016, the patient¿s left knee was replaced. About two months ago (from (B)(6) 2017), the patient fell and re-broke it. The patient¿s pcp was working on getting them a walker. It was also noted that the patient had a l4-l5-s1 fusion that was broken, broken screws, and all his pelvic area was eroded and needed to be fixed. The patient was going to follow up with a hcp. It was also noted that the patient did not have a hcp. The patient had been in the ER. When the patient was released from the ER, they encouraged the patient follow up with their pcp. It was later reported on (B)(6) 2017 that the patient could not lay on one side. The patient had ¿followed the directions and wanted to just get some answers.¿ the patient sent the hcp 52 pages from their medical records and ¿did nothing wrong.¿ conflicting information noted that the patient had ¿just bupivacaine and fentanyl in the pump now.¿ the patient wanted to know if they could ¿get their lungs going¿; they had to get ready for their next surgery. The patient had got up to (B)(6) and was now at (B)(6). They were going to have to do a lot of cutting on the patient when they did the next surgery to fix his l4-l5-s1 fusion, screws and pelvic stuff. The patient ¿just wanted to get some air and could not do that with the amount the hcp had in there.¿ it was noted that bupivacaine and fentanyl were the ¿two agents that worked for the patient.¿ the patient was ¿originally supposed to be 2 days when he went to the ER¿. ¿the first night was the ER¿, but they had not prepared any medication for the patient, and ¿it was hell¿. The patient ¿bit the bullet and actually screamed¿ and left at 7-8am. The patient was dumped by the staff. It was noted that the patient was finally coming around. It was noted that the patient could only travel 15 miles distance for a provider due to a restriction from [their healthcare provider]. As of (B)(6) 2017, the patient had not followed up with their hcp yet. The patient had not called their insurance for assistance in finding a provider yet. It was later confirmed that the patient received the locator listings. It was also reported that four years ago (from (B)(6) 2017), the patient had 2 broken screws and a broken fusion l4-l5-s1. The patient also had damage in the cavity area. On (B)(6) 2017, the patient was going to have a dye study diagnostic to the bone to determine what was going on with the patient¿s current situation and next steps for surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that ¿a few weeks back¿ (from (B)(6) 2017) the pump was popped out and protruding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was loose. The patient¿s last fill was on ¿the 12th¿ (from (B)(6) 2017). The patient contacted his hcp and was discharged with a letter with two referrals. The patient contacted the referrals he was given by the hcp. People were ¿getting to know the patient now and were going to fix him¿. The pain pump was the only relief the patient ever had; it was what he needed to focus on because it had yet to be addressed so he could ¿go back to it¿. It was noted that the patient was taking too much advil or aspirin for pain control. The patient¿s situation was not resolved yet. It was also reported that within the last week (from (B)(6) 2017) the patient was in the hospital for 3 nights and regarding their cellulitis and open wound on their elbow. They were also going to be fixing his spine that needed to be addressed. They were not able to address the pump. A few months ago (from (B)(6) 2017) "they were working with the patient¿s cellulitis and tried to stick a needle in it a few weeks ago because he had an open wound and would be going in to fix his spine". It was also noted that the patient had preexisting conditions of two broken knees from atrophy of laying on his right side for 22 hours, using a walker/losing his balance, and falling a lot from a prior motorcycle accident. It was also reported that on (B)(6) 2017 or (B)(6) 2017, the patient¿s primary care physician (pcp) gave him oral pain medications and a fentanyl patch. The patient did not want to take the medications for his pain needs; the patient wanted to use the pump instead. The patient was there for two nights; on the third night, the patient picked up the medication/patches. It was later reported that a hcp had offered to do the spine surgery (l4-l5-si) on (B)(6) 2017. They mentioned (B)(6) 2017 but did not clarify this date when asked. The hcps wanted the patient to get this back surgery done first. The patient went to their pcp, and the pcp said they wanted to take the pump out. However, the patient wanted the pump to stay in because it worked better for him. The hcp did not agree with the patient¿s vision to keep the pump and encouraged them to find anew provider. The patient had an appointment (b)96) 2017. The hcp replaced the patient¿s left knee, and another hcp spoke to the patient about his medication. The hcp was concerned about cellulitis and the patient¿s knees. The hcp was concerned about taking care of spine needs first. The patient was ¿just pooped¿ and did not want to make a mistake. The patient was in a lot of pain and had made complaints ¿up the chain.¿ the patient hired a probation officer to ¿deal with things¿. It was noted that the patient had advanced stages of spinal stenosis that were family-based.